Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was flashing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a software timeout. It is unknown what caused the timeout. The batteries used during the event were not returned as part of the investigation. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.